Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Was there any adverse consequence associated with the patient? Yes. When was the suture detached from swage (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify-the suture detached during use on the patient. Please provide the lot number: product code:sxpp1b450. Device return status. Send to office. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the adverse consequence the patient experienced? Note: events reported via: mw# 2210968-2023-08767. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a myomectomy on 17-oct-2023 and barbed suture was used. Suture detached from swage. Additional information has been requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the adverse consequence the patient experienced? : no adverse consequences the patient experienced.